Manufacturer narrative:
The philips remote service engineer (rse) interviewed the customer, and they indicated the device was centrally monitoring patients when the issue was first observed. The customer verified that the speakers were working by plugging them into another central station and verifying the output. The rse provided the customer with biomed rev c credentials, so that he could login to check sound output settings. The rse recommended that they try to reboot the central station host as well. The customer agreed to the rse's advice and noted to perform the actions. A philips technical consultant (tc) was dispatched onsite to further evaluate the unit after the customer reported the same issue after a power outage and the speaker of the midesurg central station was not working. The tc checked the sender and the receiver of the speaker and changed the cable, but the issue still not persisted. The tc proceeded to rerun the system setup and discovered the speaker default changed to display speaker instead of the philips external speaker. So, the tc went to audio speaker setting and changed back to philips speaker default. As a result, the unit returned to working specification with the alarm went back to sounding once again. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a system configuration issue. The reported problem was confirmed. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.

Event description:
It was reported the central station does not audibly alarm for all bedside alarms. The speaker sound output is a 0 out of 10. Black speakers had been installed. The device was in use on a patient at the time of the event, there was no adverse event reported.